Event description:
It was reported that the device posted a ventilator failure alarm during use and automatically switched to manual ventilation. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.